Event description:
It was reported that during the procedure, after advancing a 014 balance middleweight (bmw) hydro guide wire past a 60% stenosed, de novo lesion in the moderately tortuous mid left anterior descending coronary artery, an unspecified trek balloon dilatation catheter (bdc) was advanced over the bmw guide wire, the lesion was pre-dilated, then the trek was withdrawn from the anatomy. An unspecified xience stent delivery system (sds) was then advanced over the bmw guide wire to the lesion, the stent was deployed, then the sds was withdrawn from the anatomy. While withdrawing the bmw from the anatomy, toward the end of the withdrawal, slight resistance was felt against the vessel, however, no force was applied. After completely withdrawing the entire bmw guide wire from the anatomy, upon examining the bmw, it was noted that the bmw mid shaft had separated into two pieces; no part of the bmw guide wire was left in patient anatomy. The procedure was considered completed. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The reported removal difficulty could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: dilatation catheter: trek; stent: xience. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.